Event description:
It was reported that the patient had a shocking or jolting sensation. The patient reported a surging sensation. The patient reported that he had fibromyalgia for about a year and had been treated with lyrica which was not effective. The patient had a trial in november and on the second day out it was shocking the patient. Later the patient stated that the trial started (B)(6) 2014. It is unclear what the actual dates of the trial were. This was occurring when the patient was bending and doing general body movements. On the third day of the trial the patient had it removed. The patient also reported that the patient would also get surges when he would hit the remote. The patient reported that he would reach the best vibration level and would laugh and cough and get shocked. The patient was sitting in the waiting room chair on (B)(6) 2014 and the therapy shocked him when he leaned his head back to drink water out of a water bottle. The patient ended up throwing the bottle. The leads were tapped down but the patient was upset that this occurred.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_unknown_lead, serial # unknown, type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).